Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated the bottom of the insulin pump was becoming detached. Customer observed the issue while changing their insulin. The customer stated the bottom of the insulin pump would not stay attached without tape. The customer could not recall how the damage occurred on the insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads, and a broken off end cap. Unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to a broken off end cap.